Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. It was reported that the customer was able to clear and able to rewind insulin pump. It was reported that the customer performed self test and was passed, but had recurring insulin pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected pump error 130/43 alarm noted during testing. (B)(4).